Manufacturer narrative:
Exemption e2015054. (B)(4). The reported devices is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 1 malfunction events which are associated with undesired damage or breakage of materials used in device construction. No patient information confirmed.